Manufacturer narrative:
Pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with scratched case, broken reservoir tube lip, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 13.3 mmol/l at the time of the incident. The customer reported cracks on the thread of the reservoir compartment. The product was returned for analysis.